Manufacturer narrative:
(B)(4).

Event description:
Subsequent to final medwatch report additional information was received: the physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with five proglide devices, via 6f sheaths using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Two proglide devices had cuff misses at one common femoral artery and three proglide devices had cuff misses at the other common femoral artery. The sutures of two additional proglide devices were successfully preplaced at both common femoral arteries using the pre-close technique. The sheath was upsized to 24f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used at both common femoral arteries to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.